Event description:
Boston scientific crm received information that this implantable right atrial (ra) transvenous had dislodged. The patient underwent a lead revision procedure. During that procedure, the ra lead setscrew got stuck in an up position on the implantable cardioverter defibrillator (ICD). This issue was resolved and lead measurements, capture, and sensing was within normal limits. No adverse patient effects were reported.